Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth has been shoved behind their front tooth and have done several requests only to be told to go back in treatment. Their tooth in now further out than ever and their dentist thinks it will require corrective surgery. Requested letter of recommendation from patient's dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.